Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok buttons were under responsive. It was also reported that moisture was present in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: the device was opened and there was moisture present internally throughout. There was no damage found on the keypad. All the keypad buttons responded appropriately to presses. The original complaint could not be duplicated or confirmed. The keypad was removed and there was no contamination found under the button contacts. The leak test was performed and leak was found in the battery compartment. The battery compartment was cracked. The battery compartment was free of moisture. The display lens was also free of moisture.